Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button for 1st step of a 6/7f mynx control vascular closure device (vcd) could not be pressed down. Unable to deploy. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no damage noted to the button. The tension indicator was not aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the brite tip sheath or device after removal. A brite tip sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the brite tip vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional with an antegrade approach. The deployer¿s mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the button for 1st step of a 6f/7f mynx control vascular closure device (vcd) could not be pressed down. Unable to deploy. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no damage noted to the button. The tension indicator was not aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the brite tip sheath or device after removal. A brite tip sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the brite tip vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional with an antegrade approach. The deployer¿s mynx certified. Other procedural details were requested but were not provided. A non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was closed with a cordis mynx syringe attached to the unit. The sealant was in its manufactured position, fully covered by the sealant sleeves. No abnormal conditions were observed regarding the sealant sleeves. The procedural sheath was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per functional analysis, a simulated deployment test was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, user error likely contributed to the difficulty experienced when attempting to depress button 1 since it was reported that the tension indicator was not aligned with the markers on the handle halves before attempting to deploy, and there were no issues noted during functional analysis of the device. It should be noted that tension marker alignment is required before button 1 can be depressed. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.